Manufacturer narrative:
Customer name-(B)(6). Customer address- (B)(6). Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that a malfunction error occurred during a reprocessing procedure involving an olympus video system center.. There was no patient involvement reported.